Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during occlusion test due to moisture damage force sensor resistor (gold). There was no motor position encoder error alarm during testing or in the alarm history noted. The displacement test was performed and functioning properly. The motor passed motor test. The pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 22.8 mmol/l. Mother states the pump alarmed motor error during bolus. The customer is currently in the hospital for non-pump related incident. Mother states the customer is using the pump to treat for high blood glucose. The customer states the pump was exposed to a high magnetic field during an x-ray, but the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. The customer states the pump passed the self-test and displacement test. The customer states the pump has not been dropped or bumped and is able to rewind. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.